Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: 17february2014. The device history record was reviewed and no non-conformance report or other issues that would contribute to this complaint condition were noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a retrograde femoral nail procedure on (B)(6) 2015, the surgeon was tightening the driving cap and it broke off. After malleting on the driving cap to seat the nail, it was necessary to tighten the driving cap and it broke between the driving cap and the threads. The threads were left in the insertion handle. The surgeon had a few mallet blows left to fully seat the nail and held the cap up to the insertion handle to finish the procedure. No fragments were generated; it was a clean transverse break. The procedure was completed successfully. There was no surgical delay. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the driving cap was returned with the tip broken off. The threaded portion of the driving cap has sheared off and was returned stuck into the insertion handle. The alignment tab on the insertion handle is undamaged. Overall, the insertion handle is in good condition with no other observable damage. Although the exact cause for the complaint condition could not be determined, the damage to the driving caps is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The instrument(s) are used during femoral and adolescent tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned devices are multi use and are used for implanted nails. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.